Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0540e, implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 04-dec-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said the lead wasn't communicating so the system was replaced. No patient symptoms were reported and no further complications have been reported as a result of this event.